Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the steerable guide catheter failing to hold fluid column during preparation. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. During preparation for a mitraclip procedure, the steerable guide catheter failed to hold fluid column. A replacement device was used to complete the procedure. The was reportedly a delay that resulting in no patient consequences. During the procedure the mitraclip xtw had difficulty grasping, so it was removed. The procedure ended with no mitraclip implanted and mr remaining unchanged grade 4. There were no patient consequences. No additional information was provided.